Event description:
It was reported that the patient presented for follow-up with over-sensing and low pacing impedance exhibited by the right ventricular lead. The over-sensed noise episodes resulted in pacing inhibition. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and low pacing impedance were confirmed. As received, a partial lead was returned in two pieces. Visual examination found procedural damage to the optim sheath that revealed an internal insulation abrasion which breached the right ventricular cable lumen and inner coil lumen. The inner coil ptfe liner was abraded at this location. The etfe coating of both right ventricular cables were also abraded. The cause of the reported events was due to internal insulation abrasion exposing the inner coil and right ventricular cable.

Manufacturer narrative:
Correction: h2 - follow-up type was blank in previous report.